Event description:
I have been using the philips dream station bipap machine since 2018. I have used ozone periodically to clean the machine. I used ozone since (B)(6) 2021. Ozone was used every 7-10 days. I started having abnormal skin irritation and peeling on (B)(6) 2021. I started taking pictures of this abnormal skin pealing on (B)(6) 2021. On (B)(6) 2021, I was reviewing my emails. I was a certified dot examiner, and I still receive dot information. I read the article, and it pertain to the philips recall of the dream station bipap machine. I was not notified of this recall by either philips or my dme company. I could not put a puzzle together with the skin pealing and the multiple rashes on my face. It was coincidental or by god's grace that I received this article from the dot. If it was not for the dot article, I would still be using my bipap machine. I am unsure of all the consequences of using the bipap machine at this time frame. I will be seeing my pulmonologist on (B)(6) 2021. I know my lung functions have decreased. This will be justified by my repeat spirometry that I would be having done. I saw the dermatologist and I am on more medications now. I was diagnosed with contact dermatitis plus other skin diagnoses. My nose has been feeling for the last 16 days. As a previous healthcare provider, I know what a second-degree burn looks like. My nose is raw and painful. I will in enclose photos of the continual process of my facial changes. I am most concerned about my respiratory status. I have primary progressive ms. My weakness has increased over the last 2 to 3 months. I have had increased paresthesias left side of my face and left arm. I have not been affected by this by the primary progressive ms (ppms). I have had increase muscle contractions which is usually in the left leg but now it is in the right leg. My muscles in bilateral ham, quads and calves have been as firm as bricks even with 2 muscle relaxers, stretching, tens unit and massage vibrator. I have a list that I provided to my providers that explains all that I have had over 2 months. These were written 3 weeks prior to the notification email from the dot agency. I will obtain a proof of the information from the provider on (B)(6) when I see another new provider, a nephrologist, this time. FDA safety report ID# (B)(4).